Event description:
It was reported that patient received a vibratory notifier for high, out of range, high voltage lead impedance. Patient was asymptomatic. Noise was reproducible by pocket manipulation. Further test to assess the lead was recommended. Lead extraction may be considered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field reports of noise and high defibrillation impedance were confirmed. X-ray showed that the rv cables were fractured in between the shock coils. All other damages were consistent with that occurring at the time of explant.

Event description:
New information stated that the lead was explanted. No further information was available.

Manufacturer narrative:
Previously reported lead explant, in follow-up number 1, reported on 10/22/2017 with awareness date (B)(6) 2017 was incorrect. The correct awareness date of the explant is (B)(6) 2017.

Manufacturer narrative:
Correction:previously reported lead explant, in follow-up number 2, reported on (B)(6) 2017 with awareness date (B)(6) 2017 was incorrect. The correct awareness date of the explant is (B)(6) 2017.